Manufacturer narrative:
Date of report: 04mar2019. Date rec¿d by MFR: 28feb2019. A light emitting diode (led) overlay was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/14/2018. Philip's service engineer (se) inspected the device. The se replaced the power status overlay and all tests passed.

Event description:
It was reported that the ventilator overlay light emitting diode (led) were not illuminating. There was no patient involvement. The event date was not specified; estimate used.